Event description:
As reported by the user facility ((B)(4)): fast flow.

Manufacturer narrative:
(B)(4). This device is currently shipping from (B)(6) to (B)(4) for investigation. A f/u report will be provided when the inspection results become available. (B)(4).

Manufacturer narrative:
(B)(4). No sample has been returned for investigation. Without the actual sample, a thorough investigation could not be performed and no specific conclusion can be drawn as to the cause of the reported event. If the sample and/or additional pertinent information becomes available, a follow up report will be submitted. We have informed our manufacturer accordingly. Reviewed the device history record and no abnormalities found during in process and final control inspection.